Event description:
Event description cpi received information that, upon replacement of an existing ICD system, a shocking lead impedance of <10 ohms was found during implant testing of the new system. Cpi's technical services recommended explanting the ICD and more extensive testing of the implanted lead. The physician and sales representative have decided to leave the system in place due to the patient's condition.